Event description:
It was reported that a patient underwent a laparoscopic myomectomy on unknown date and suture was used. The needle was broken at the tip during knotted suturing. The needle tip was removed during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eb2692, mfg date: 02/01/2012. Batch ec2479, mfg date: 03/01/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.